Event description:
Electrode broke off in pt during evoke potentials procedure. Electrode needle broke off in the lateral, left knee. Surgery was prolonged 40 mins. While m.d. Removed needle. Needle was removed from the vastus lateralis fascia.